Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection.

Event description:
The clinician reported 4 months after the dental implant and abutment were placed in ada site 14, the implant had lost osseointegration in type IV bone. Clinician reports pain and an infection. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 4 months after the dental implant and abutment were placed in ada site 14, the implant had lost osseointegration in type IV bone. Clinician reports pain and an infection. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.